Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified common iliac artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation. The device was removed without any issue using normal method and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.